Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. Reportedly, the customer continued to use the existing cartridge but ultimately reverted to an alternate method of insulin therapy.